Event description:
It was reported that the generator displayed error 4, handpiece temperature, when connected to generator at start of case. It was stated that the handpiece was not recently sterilized when error occurred. The error could not be cleared and a second handpiece was used to complete case. No pt consequence reported.